Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of pfc tkjr; (B)(6) hospital, "(B)(6)" 2018. Primary implant year 2005. Revision of (r) tkjr due to osteolysis surrounding the joint. ¿everywhere¿ (as per surgeon). Jnj representatives - (B)(6) were present for the case. All pfc implants removed and attune revision performed. Male patient ID: (B)(6). Impacted product: unknown jrn: pfc cruciform keel tray size 5 fb / lot # unknown, unknown jrn: pfc cr femur ? Size / lot # unknown, unknown jrn: pfc cr fb insert size 5 / lot # unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device revealed damage, scratching and pitting. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.